Event description:
It was reported that a device was used during a low anterior resection. It was reported by the affiliate that the cdh25's dial on the end of the instrument became stripped and would not close to complete the surgery. Switched to a new instrument to complete the case. There was no consequence to the pt.